Event description:
It was reported that the device experienced an electrical reset, resulting in an inappropriate alert for elective replacement indicator (eri). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.